Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-00260. It was reported the patient underwent a trial lead implant procedure on (B)(6) 2017. The patient began experiencing shortness of breath and chest pain. The patient was evaluated in the emergency room where a possible cardiac arrest was ruled out. The issue spontaneously resolved on its own. The patient¿s trial lads were left in place and preceded with the trial.